Event description:
Affiliate reported that the customer could not hear any audio alerts after priming a bolus. A self test was performed and found that the pump did not alert.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.